Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing low blood glucose levels at certain times of the day. Blood glucose level was 47 mg/dl. Customer drank juice to address low bg level and believed low bg level was caused by current basal rate settings. Tandem technical support assisted customer in changing basal rate.